Event description:
Hospital biomedical engineering dept advised that pump had a note attached indicating that a 1000cc bag was hung and set up to infuse at a rate of 50cc/hr. The entire bag infused in approximately 30 minutes. Biomedical engineering performed rate/accuracy testing and the pump met specifications. There was no pt consequence.